Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event the fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. The iesu was analyzed and found that the issue was confirmed in system log review, with error c-33 recorded on other dates. Visual inspection identified a condition that may be related to the reported event. During functional testing, the erbe unit displayed startup error c-33; however, review of the erbe log showed recorded errors c-00 and m-0b. Visual inspection displayed slight yellowing and discoloration on the bezel. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the integrated electrosurgical unit (iesu) was showing c-00 error. Clinical sales representative (csr) called in and did not know the system number or if the issue occurred at startup or during the case. There was no report of patient involvement.